Event description:
This incident happened with a vicks warm steam vaporizer model v150. This unit was from this previous winter (purchased in early (B)(6) 2015). I was using the unit as usual in my home. There was ample water in the reservoir and the unit was clean. Suddenly, blue sparks started to come out of the unit near the heating element. A horrible electrical burning smell soon followed. I unplugged the unit. No one was injured, but had I not been in the same room, a fire would have likely started in my home. Date manufactured: (B)(6) 2015. Manufacturer date code: unk. Retailer: (B)(6), retailer state: in. The product was not damaged before the incident. The product was not modified before the incident. Sent email to p&g consumer website. Document number: (B)(4) report number: (B)(4).